Event description:
Navio smith / nephew robotic system would not work during a case. Trackers in place and registered. Burr would work outside the field when tested. When brought into the field, it would not engage or work. Robotic case aborted and conventional uni-knee performed. Rep indicated there is a bug in the system software that occasionally causes this problem. The company is working on a fix but it has not been released as of yet.